Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio reviewed the device's electronic patient event record and verified that the device powered off several times during the patient event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event, while monitoring the patient, their device powered itself off multiple times. There was no reports of adverse effects to the patient as a result of the reported issue. No further information about the event was available.